Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary completed on 5/6/2019 upon initial evaluation, the product appeared intact. During leak testing was revealed leakage at the valve. Microscopic examination was performed and no evidence of instrument damaged was noticed. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states " not to manipulate ( i.e., squeeze) the valve excessively, which may cause valve leakage". However, this cannot be conclusively determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).